Event description:
The device was used during a thoraco lung partial resection. Reportedly, on the second firing, the device would not fire. The procedure was converted to an open procedure to remove the instrument and to complete the procedure.